Event description:
The customer reported following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed and hemostasis was achieved within 30 seconds. The pt was transported to recovery where they complained of numbness in the right leg. Pulses were doppler positive, but diminished. The pt was taken to surgery where a fogarty catheter was used to retrieve th collagen from the popliteal artery. The pt had flow restored and positive outcomes. No further complications were reported.